Event description:
It was reported that the patient had an infection in her back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).